Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and weight decreased ("weight gain/loss specify: "). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy, salpingectomy (one side removal)) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, fatigue, swelling, menstrual disorder, dysmenorrhoea, weight increased, abdominal pain, vulvovaginal pain, depression, anxiety and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, hypersensitivity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Events per pfs: weight loss, psychological or psychiatric problems condition: depression and mental anguish were added. Lot number received. Concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2009, the patient experienced weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain/loss specify:"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy, salpingectomy (one side removal)) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, fatigue, swelling, menstrual disorder, weight increased, abdominal pain, vulvovaginal pain, depression, anxiety and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, dysmenorrhoea, hypersensitivity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009 and (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet received: event outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/pelvic pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and weight decreased ("weight gain/loss specify: "). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy, salpingectomy (one side removal)) and surgery (ablation). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, fatigue, swelling, menstrual disorder, dysmenorrhoea, weight increased, abdominal pain, vulvovaginal pain, depression, anxiety and weight decreased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, hypersensitivity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). In february 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain / loss specify which one: weight gain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction") and abdominal pain lower ("cramping"). The patient was treated with surgery (partial hysterectomy, salpingectomy (one side removal)) and surgery (ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, fatigue, swelling, menstrual disorder, dysmenorrhoea, weight increased, abdominal pain and vulvovaginal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, hypersensitivity and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, swelling, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. X-ray - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, allergic reaction, cramping, abnormal bleeding. Patient's medical history was updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding'). In a 28-year-old female patient who had essure (batch no. 627296), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for an unreported indication: nuvaring. Concurrent conditions included: metrorrhagia and dysfunctional uterine bleeding. Concomitant products included: alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse), dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"), (B)(6) days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain/loss, specify which one: weight gain") and weight decreased ("weight gain/loss specify"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and partial hysterectomy, salpingectomy (one side removal)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, dysmenorrhoea, abdominal pain, vulvovaginal pain, hypersensitivity, abdominal pain lower and metrorrhagia had resolved. And the fatigue, swelling, menstrual disorder, weight increased, depression, anxiety, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 26.6 kg/sqm. X-ray: on (B)(6) 2009, results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet was received: outcome of events: abdominal pain/abdominal area pain and vaginal pain was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/pelvic pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain/loss specify:"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction"), abdominal pain lower ("cramping"), intermenstrual bleeding ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and partial hysterectomy, salpingectomy (one side removal)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, heavy menstrual bleeding, allergy to metals, dysmenorrhoea, abdominal pain, vulvovaginal pain, hypersensitivity, abdominal pain lower and intermenstrual bleeding had resolved and the fatigue, swelling, menstrual disorder, weight increased, depression, anxiety, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009 and (B)(6) 2009. Plaintiff received treatment for pain, bleeding. Insertion details, -right 6 left 10 trailing coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received-new reporter, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/pelvic pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain/loss specify:"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and partial hysterectomy, salpingectomy (one side removal)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, dysmenorrhoea, abdominal pain, vulvovaginal pain, hypersensitivity, abdominal pain lower and metrorrhagia had resolved and the fatigue, swelling, menstrual disorder, weight increased, depression, anxiety, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: feb-2009 and (B)(6) 2009 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in april 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Outcome of events abdominal pain/abdominal area pain and vaginal pain was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/pelvic pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain/loss specify:"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and partial hysterectomy, salpingectomy (one side removal)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, dysmenorrhoea, hypersensitivity, abdominal pain lower and metrorrhagia had resolved and the fatigue, swelling, menstrual disorder, weight increased, abdominal pain, vulvovaginal pain, depression, anxiety, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009 and (B)(6) 2009 plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/pelvic pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concurrent conditions included metrorrhagia and dysfunctional uterine bleeding. Concomitant products included alprazolam, bupropion, ibuprofen since 2009, loratadine, salbutamol (albuterol) and salbutamol sulfate (proair hfa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 18 days after insertion of essure. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and weight decreased ("weight gain/loss specify:"). In 2009, the patient experienced allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), swelling ("swelling"), menstrual disorder ("menstruation issue"), abdominal pain ("abdominal pain/abdominal area pain"), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic reaction"), abdominal pain lower ("cramping"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation and partial hysterectomy, salpingectomy (one side removal)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, dyspareunia, menorrhagia, allergy to metals, dysmenorrhoea, hypersensitivity, abdominal pain lower and metrorrhagia had resolved and the fatigue, swelling, menstrual disorder, weight increased, abdominal pain, vulvovaginal pain, depression, anxiety, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, swelling, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: essure insertion date discrepancy found: (B)(6) 2009 and (B)(6) 2009. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. X-ray - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: metrorrhagia, post removal complications added. Events outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), fatigue ("fatigue"), swelling ("swelling") and menstrual disorder ("menstruation issue"). The patient was treated with surgery (underwent partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, dyspareunia, fatigue, swelling and menstrual disorder outcome was unknown. The reporter considered dyspareunia, fatigue, menstrual disorder, pelvic pain and swelling to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.